Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for (B)(6) was performed from the date of manufacture, 17-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the patient incorrectly discharged during transfer and unable to undo discharge. A technical support specialist dialed into the server and confirmed the patient was present with a discharged status, verified station settings, including south configuration, and checked the assigned area and unit for both the station and patient, with no auto-discharge mode, duration, or alternate mode configured. The customer confirmed the issue was resolved the previous day, provided tss steps for readmitting a patient discharged in error. The system functioned as intended after the technical support specialist investigated the issue

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient incorrectly discharged during transfer and unable to undo discharge as too much time had passed. The customer required urgent assistance to have the patient readmitted, as the patient needed multiple medications.the customer stated that there was a delay in patient care.however, there were no adverse events or injuries reported based on this event.